Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination observed in the tubing of a clearlink secondary medication set. The pm was described as, ¿white liquid found inside IV secondary tubing¿. The issue was discovered when removed from the sterile packaging prior to patient use. There was no patient involvement. No additional information is available.